Event description:
A report was rec'd from a user facility in the USA stating the vitrectomy cutter had inadequate cutting action during the procedure. A replacement cutter was used to complete the procedure. There was not serious injury or report of permanent impairment related to the event.

Manufacturer narrative:
One 25 gauge vitrectomy cutter was rec'd without the tip protector. Visual examination found the needle was bent approximately 30 degrees. The prot window was in the opened position and there was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a (B)(4) system. During testing the inner needle failed to reach the cutting edge and could not cut. The sterilization and lot history records of this device were reviewed and found to be acceptable.